Event description:
It was reported that the pump showed the cassette not attached alarm during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. D9: date returned to mfg.: 11/6/2024. H3 and h6. Codes: updated. Device evaluation: per visual inspection; downstream occlusion (dso) seal was delaminated, liquid crystal display (lcd) lens cracked. The complaint of, ¿cassette not attached alarm¿ cannot be confirmed through occlusion test and ¿nda¿ test. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.